Event description:
It was reported that the patient experienced leakage while using the male external catheter. It was noted that the patient had been using this product more than 90 days. Per follow up received on (B)(6) 2022, it was stated that the urine gets pooled at the tip of the male external catheter and drained slowly into the drain bag. They thought gravity was working against them.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "wrong tubing dimensions". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device were unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient experienced leakage while using the male external catheter. It was noted that the patient had been using this product more than 90 days. Per follow up received on 24mar2022, it was stated that the urine gets pooled at the tip of the male external catheter and drained slowly into the drain bag. They thought gravity was working against them.